Manufacturer narrative:
The customer reported that the tray arm in the system was locking up and that the embedded laser was not working. The company service representative examined the system and was able to replicate the issues. The company service representative adjusted the tray arm and replaced the laser core module to address the issues. The system was then tested and met all product specifications. The system was manufactured on august 27, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported laser issue can be attributed to a nonconforming laser core module. The root cause of the reported tray arm locking can be attributed to tray arm wear over a period of use. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when the system was turned on for testing the arm locked and the laser did not work. There was no patient involvement.